Event description:
It was reported that a pump has a system error 105 message. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref number: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported system error 105 message caused by a partially disconnected part on the I/o printed circuit board. The I/o pcb will be replaced.